Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lot # 5076-45 lead, implant date: (B)(6) 2018; lot# w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The rv lead was explanted and another lead was attempted to be placed but failed due to a bend in the lead and the stylet was unable to be removed from the lead. A third lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.